Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Oxygen entrainment testing could not be performed as the adaptor could not be connected correctly on the oxygen supply due the damage on the internal thread. Based on the visual exam, the reported complaint was confirmed. The root cause for the issue is the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the adaptor didn't fit with the oxygen flowmeter. No patient injury reported.

Manufacturer narrative:
(B)(4). No visual, dimensional or functional inspection can be performed since the device sample is not available for evaluation. Failure mode could not be duplicated since is unknown the reason why the adaptor is not fitting correctly to the oxygen flow meter, however functional test was performed on (B)(4) subassembly (p/n: 12161) & no issues or discrepancies were found. The test consisted on take (B)(4) pieces from the process, visual inspection and oxygen flowmeter was used with the samples and it was found that the units performed according to specification. The device history record of the product 031-33j with batch number 74c1503091 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Based on similar complaints a CAPA file# (B)(4) was opened to further investigate this issue. No conclusion can be established at this time based on the lack of device sample. If the device sample becomes available this complaint will be reopened.

Event description:
The customer alleges that the adaptor didn't fit with the oxygen flowmeter. No patient injury reported.